Manufacturer narrative:
Concomitant medical product: 693558 lead, implanted: (B)(6) 2015; dtbb1d1 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high undefined impedance and a fracture. The ra lead was inactivated. No patient complications have been reported as a result of this event.